Event description:
On (B)(6) 2012, pt reported the up button on the infusion device works only intermittently. Pt stated the up button works only about 3/4 of the time. Pt reported he does not recall how long the button has not been working but thinks he began noticing it about a year ago. Pt stated the button does not work if it is pressed hard. Pt reported the button is not flat and does not make an audible sound when depressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The product was received for evaluation on (B)(4) 2013. The complaint can be verified. The down button does not operate. The connections of the down flex print are interrupted. The up button passed the optical and functional investigation successfully and meets the specification.